Manufacturer narrative:
The customer reported the set came apart at the junction, and returned photos of the incident. The photos were examined, and the separation was verified. The set issue was confirmed at the outlet of smart site at the y-site. Without the physical sample, there was no way to investigate the tubing itself. The investigation was unable to attribute a root cause without the physical samples, but the complaint was confirmed. Device history record review for model mz5316 lot number 23039122 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06mar2023. Device history record review for model mz5316 lot number 23099202 was performed. The search showed that a total of 6,003 units in 1 lot number was built on 25sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector separated the following information was received by the initial reporter with the following : "the extension set snapped at the junction where the extension set bifurcates without any force or pulling at all. It just came apart and all of her IV fluid poured out." Customer does not have the sample available to turn in, but has photos - see attached. She also didn't save the product label and does not have the lot number, she said the two lot numbers that are in their stock are lot#23039122 and lot#23099202.